Event description:
The customer reported to olympus, cloudy image on the airway mobilescope. There was no patient harm reported. Product evaluation found that the insertion tube coating was peeling. This medwatch report is being submitted to capture the reportable malfunction found during product evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of cloudy image was confirmed. After further review it was also found that there were stains on image guide bundle, bending angle was inefficient due to the elongation of the bending wire, insertion tube was crushed; scratched and had peeling coat, the image guide coil was peeling off, and the digital camera was no longer waterproof. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the coating of the insertion tube peeled off due to stress of repeated use, external factors, or handling. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow-up information provided in section b3 and section b5 of this report.

Event description:
Follow-up information stated that the peeling soft tube coating was found at the olympus repair center on october 13, 2022.